Event description:
Additional information was received: the current patient status is stable postoperatively, and it was confirmed that the only intervention required was the readmission for csf leak; and surgery occurred to repair and patch (with patients own tissue). Suturing of the original lyoplant dural graft was performed with 5-0 prolene suture. The operative report and medical records are not available at this time and there were no pictures nor x-rays taken.

Manufacturer narrative:
Manufacturing evaluation: to date there is no device available for investigation. Therefore a investigation of the device itself was not possible. Due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. There are no similar complaints against the same lot number with this error pattern. In the event that the complaint sample will be provided to us for investigation in the future, an update of this report will be provided unsolicited.

Manufacturer narrative:
User facility report # (B)(4). Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be provided.

Event description:
It was reported to aesculap (B)(4) that a lyoplant 4x5cm was used during a craniectomy with a closure of the dura procedure performed on (B)(6) 2020. The lyoplant dural graft was sutured in place with 5-0 prolene sutures. During a followup surgical procedure performed on (B)(6) 2020, the lyoplant dural graft was found to have "disappeared." According to user facility report (B)(4) the patient returned to surgery thirteen (13) days later to repair a cerebrospinal fluid (csf) leak. During the surgery, the surgeon observed that the dural graft was missing. The cause of the graft failure was indicated as being unknown. The device was not available to be returned to the manufacturer for evaluation. A revision surgery was necessary. There were no signs of infection at the surgical site.